Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for the described system behavior was improper workmanship when restoring databases during roll back of the system to the previous software version. The investigation of the service records and the log files showed that prior to the reported event a planned software update was scheduled at the affected artis q biplane system. The responsible service engineer (cse) attempted to update the software. During the software load the image acquisition server (ias) b failed to load. Therefore, the cse stopped the software update and rolled the system back to the previous software version. The investigation of the log files showed that due to the out of synch issue of ivs and ias databases, the image file was present on the ivs system but could not be stored in the syngo database because the directory was not available in the ivs system. Normal system functionality was restored after re-creating the ivs database (remove db and create db) at the affected system. No issue could be found with regard to the software update instruction or the tools used during the update. No further corrective action is planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This report was submitted june 29, 2017.

Event description:
It was reported that during a procedure on the artis q biplane image visualization system (ivs) and image acquisition system (ias) databases did not sync up. Acquisitions were unavailable for review on the ivs. The procedure could not be completed on the system and the patient had to be moved to an alternative system. There are no injuries attributed to this event.